Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been explanted due to a partial migration of the electrode out of the cochlea.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the active electrode array migrated post-operatively partially out of cochlea. Further, a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. This is a final report.

Event description:
The user has been explanted due to a partial migration of the electrode out of the cochlea.